Event description:
It was reported that the device would not hold a bur and then metal shavings and black debris came out of the handpiece during a surgical procedure. The metal shavings did fall into the surgical site, which was irrigated and suctioned to remove all debris. The pt received a radiograph after the procedure was completed with a back up device. The radiograph did not show any evidence of metal flakes left behind in the surgical wound. The pt did not require any additional treatment.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.